Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited high capture threshold and subsequently loss of capture. It was also observed that the lead helix failed to retract after repositioning; however, it was successfully retracted after several wrench rotations. External testing revealed that the helix could not extend or retract smoothly. The physician indicated that the lead helix was damaged. The lead was not used and replaced during procedure. The patient was in stable condition.